Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), pseudoaneurysm is a potential complication associated with the transapical tavr procedure. Per the medical literature, a left ventricular pseudoaneurysm (lv psa) is defined as an incomplete rupture of the left ventricle, contained by pericardium, organizing thrombus, and hematoma. Lv psa may occur after cardiac surgery, trauma, infective endocarditis, and myocardial infarction. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Postoperative increased ventricular wall tension may propagate a wall tear and this can result in a pseudoaneurysm. Additionally, patient risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Complaint history review revealed that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. In this case, the device was not returned for evaluation. However, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the pseudoaneurysm could not be confirmed. However, patient factors not provided and procedural factors (i.e. Ta access) could be contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) registry reporting system, the patient received a 23mm sapien xt valve via a transapical tavr successfully. On postoperative day (pod) 14, pseudoaneurysm was observed at the apex post transapical tavr. On the following day, the patient underwent surgery.